Event description:
Additional information received reported the receiver battery was dead. The patient's stimulation was 'doing perfect' until the system went dead. Depletion was not reported to have been abnormal. The patient had the device replaced with a rechargeable battery. The original leads were found to be 'ok' and were not replaced. The patient was reported to have been fine.

Manufacturer narrative:
Concomitant medical products: product ID 3887-28, lot# l68044, implanted: (B)(6) 1999. Product type: lead: product ID 3887-28, lot# l68044, implanted: (B)(6) 1999. Product type: lead: product ID 3272-51, serial# (B)(4), implanted: (B)(6) 1999. Product type: receiver. (B)(4).

Event description:
It was reported that the transmitter was no longer functioning. Additional information has been requested, but was not available as of the date of this report.